Manufacturer narrative:
The battery history was reviewed and revealed the pump had 15 battery discharges below alarm threshold. The device has not been received for eval. Should the pump be received for eval, a follow up report will be filed upon completion of the eval, or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported battery issue. There is a CAPA open to document and evaluate this issue.

Event description:
Baxter engineer reported an infusion pump with potentially damaged battery. This issue was discovered during on-site servicie. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.